Manufacturer narrative:
(B)(4).

Event description:
The patient experienced no audio output on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced no audio output from the receiver and a hypoglycemic event on (B)(6) 2016. Patient had a missed low because the receiver did not beep. The patient was not responsive and patient's wife called the paramedics. The paramedics administered dextrose 50, and the patient recovered. Hospitalization was not required. Additionally, the patient tested the receiver's audio function and it did not beep. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed due to "call tech support" error on the screen. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.